Manufacturer narrative:
A malfunction was discovered during use but did not affect patient outcome. Further investigation of this issue is being conducted. An updated form 3500a will be submitted upon completion of our investigation. MDR submiited on 04sept08. Additional catalog# ncta541.

Event description:
The transducer used for pulmonary gating of a CT system seems to be relaying inaccurate signals in the bellows system. This could result in an image being displayed with an incorrect phase of the respiratory cycle which may then be used to judge treatment area.